Manufacturer narrative:
Investigation: the complaint was investigated for a p500 system with intermittent lockup entering pw. During the investigation, the root cause was determined to be an issue with the windows audio driver. Improvements to the p500 will be integrated and released into production through a software patch in a future software release. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) ablation procedure. During the procedure using the intracardiac echocardiography (ice) catheter, the physician was mapping the heart to landmark and locate the triggers to burn the pathways that cause arrhythmias. While entering the pulse wave doppler to locate the pulmonary veins to see how narrow the vein(s) is, the ultrasound system locked up. The lock up was reported to have occurred on more than one occasion. The physician rebooted the ultrasound system to restore functionality and used a new catheter to complete the intended procedure. There was no delay in completing the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.